Event description:
Foley balloon deflated with 10cc syringe, 5cc fluid obtained - unable to withdraw more. Advised pt to take a deep breath while nurse withdrew foley, maintaining steady traction with minimal resistance met. Upon complete withdrawal of foley catheter, with syringe still attached, foley balloon noted to have small bulge. Attempt to withdraw add'l fluid was made again with zero fluid obtained from balloon. Balloon was empty of fluid with no solid substance observed in balloon. Pt instructed/educated to inform staff rn of dyspnea or other problems. With syringe still attached, foley was observed by two nurses. Fluid in syringe was injected into balloon and withdrawn again. As before fluid was completely withdrawn and balloon remained partially inflated with no solid substance observed.